Event description:
Caller states that she obtained a result of hi on the device and took 8 units of insulin. She states that she retested and received a reading of hi and took 4 more units of insulin. She notes at this time she felt that her blood glucose was dropping and the paramedics were called and transported her to the hospital. She reports the hospital lab draw read 23mg/dl, taken within an hour of the last hi result. She reports being treated with a glucose IV at the hospital. No strip information provided. Quality controls were reportedly used and fell within acceptable range. Requested return of suspect device and replacement was sent.